Manufacturer narrative:
The customer complaint that the returned pump module failed to alarm when air was visualized in the line was not replicated during the investigation. Physical inspection that there were no issues observed during external inspection that would have contributed to the customer's reported air-in-line issue. Review of the pump module event logs was performed. The customer reported that the returned pump module failed to alarm when air was visualized in the line. Functional testing showed no anomalies. The proximate cause of the customer complaint that the returned pump module failed to alarm when air was visualized in the line was determined to be due to the air bolus being too small to trigger an alarm. The device was thoroughly tested and no issues were observed during testing. Device history review: review of the pump module service history record showed the device had a manufacture date of 01/03/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date (10/06/2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. There were no production failure records opened for the source device.

Event description:
It was reported that a large volume of air in was seen on both primary and secondary tubings and air went past the air-in-line sensor without providing an alarm. It was noted that he primary infusion was 500ml of 5% dextrose and 0.45% sodium chloride while the secondary infusion was magnesium sulphate 2 grams in 50ml of 5% dextrose in water to infuse over 30 to 60 minutes. The event occurred in cardiac intensive care unit. There was no patient impact. The customer's biomedical engineering department performed an internal investigation of the issue. Log analysis revealed that an infusion was started on (B)(6) 2020 at 7:25 am with a rate of 4.5l/hr and volume to be infused of 85ml. The infusion was paused after eight minutes resulting to the infusion of 0.598ml at 7:33 am. Channel off key was pressed, which turned off the unit, while the other connected modules resumed their infusion. While it was still connected with the other modules on (B)(6) 2020, there was no indications that pump was in use since it was turned off. The performance of the pump was verified by running air-in-line wet and dry test. The test infusion was ran at fast rate (500ml/hr) and slow rate (4.5ml/hr). Air-in-line alarms were generated on both tests. Upon physical inspection, there was a significant damage on door latch was observed. Despite of the damage, the pump was noted to be functioning as expected. The device passed the preventive maintenance test. To check for backflow check valve failure, a fluid sample was obtained from the primary bag; however the laboratory test results did not show any signs of magnesium sulphate.

Manufacturer narrative:
Concomitant medical products: (2)8100;8015; td (B)(6) 2020. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Per previous discussion with the customer, it is their policy not to provide patient information.

Event description:
It was reported that a large volume of air in was seen on both primary and secondary tubings and air went past the air-in-line sensor without providing an alarm. The event occurred in cardiac intensive care unit. There was no patient impact. The customer's biomedical engineering department performed an internal investigation of the issue. Log analysis revealed that an infusion was started on (B)(6) 2020 at 7:25 am with a rate of 4.5l/hr and volume to be infused of 85ml. The infusion was paused after eight minutes resulting to the infusion of 0.598ml at 7:33 am. Channel off key was pressed, which turned off the unit, while the other connected modules resumed their infusion. While it was still connected with the other modules on (B)(6) 2020, there was no indications that pump was in use since it was turned off. The performance of the pump was verified by running air-in-line wet and dry test. The test infusion was ran at fast rate (500ml/hr) and slow rate (4.5ml/hr). Air-in-line alarms were generated on both tests. Upon physical inspection, there was a significant damage on door latch was observed. Despite of the damage, the pump was noted to be functioning as expected. The device passed the preventive maintenance test. To check for backflow check valve failure, a fluid sample was obtained from the primary bag; however the laboratory test results did not show any signs of magnesium sulphate.